Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported unknown cases of sub surface nano glistenings (ssng) on lenses following intraocular lens (iol) implant procedures. He states that there are case reports where it was clearly affecting vision with improvement after iol exchange, though he has not seen anyone himself with definite symptomatic change in visual acuity.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. (B)(4).